Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient was sitting down and suddenly did not feel well. He drank water as he thought he was dehydrated. When he got up to walk, he fell and was laying on the floor. He his head, rib, arm and elbow. His wife called for an ambulance and while being transported to the hospital, they checked his bg and it was 44 mg/dl while the cgm was 70 mg/dl. When the patient arrived at the hospital, they stated his blood sugar was "very low". During his stay at the hospital, it was reported that his bg readings were always low compared to the cgm. He was treated with IV fluids and a series of tests were done. They tested his lungs and his heart and results were good. Additionally, the patient stated while in the hospital, he had anemia but was not related to the cgm as the reason for passing out was due to low blood sugar. The patient was in the hospital for 3 days. At the time of the report, the patient was feeling okay. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.